Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands premature deployment. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was detached from the handle assembly and there was evidence that it was secured in the handle slot. However, the trip wire was kinked in several locations and it was returned cut from the device. Further analysis noted that the evidence of trip wire cut was likely to separate the device from the scope. This condition is not considered as an issue of the device. A crimp was present on the trip wire while the suture loop was intact and it was attached to the ligator head. Additionally, the bands were returned and the ligator head teeth were intact. Also, the suture hole was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus and rectum during a ligation of hemorrhoids procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands did not deploy smoothly as multiple bands deployed simultaneously. Reportedly, there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus and rectum during a ligation of hemorrhoids procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands did not deploy smooothly as multiple bands deployed simultaneously. Reportedly, there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.